Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that over the past several weeks the pt's magnet will not stay on his head and he cannot hear consistently. He tried changing to a new coil and switching all his other external equipment; however, this did not alleviate the problem. He denies any trauma, bumps to the head, pain at the implant site, recent cold/illness or cracking and popping noises. His audiologist reports that the pt has always worn a super strong magnet; however, she has recently (the past 6 months) had to add add'l magnets to the ssm magnet to maintain proper retention. Additionally, she states that the surgical notes from 2001 (when the pt was implanted) note "thick skin" on the pt's head.